Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device fails operational check. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device fails operational check. There was reportedly no patient involvement. The customer / biomed worked with the technical support representative. Biomed confirmed the operational check failures. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced by the biomed. The device passed testing and was put back into service.